Event description:
It was reported the pt experienced sharp stimulation in the flank and mid back only when stimulation is on. X-rays revealed lead migration. Review of the manufacturer's device registration records indicate the patient's lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Eval results: the complaint of "lead migration" could not be confirmed through product analysis testing alone. No product analysis checklist form was initiated because product testing cannot give any add'l info regarding the customer's complaint per (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.